Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. However, x-ray images were provided which were reviewed and the result is given below: image review: post op x-rays for long segment scoliosis construct shows a unilateral rod fracture. A single image is provided, deformity correction and fusion status can not be determined.

Event description:
Procedure: scoliosis adult levels: s1-iliac-t3 it was reported that on (B)(6) 2017, post-op, rod was found to be broken in x-ray image. Patient status was reported unknown.